Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with protruded/lose drive support disk. Unable to prime during the prime/a33 test due to protruded/loose drive support disk. No a33 alarm noted. Minor scratched display window, cracked display window corners, broken belt clip slot and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed during the manual prime. Customer's current blood glucose readings are 264 mg/dl and have treated with manual injections. Troubleshooting was performed and the drive support cap was noted to be sticking out. Nothing further was reported.